Manufacturer narrative:
Age at time of event: 18 years or older.   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. After a stent-graft was deployed, a 27/7/2/65 equalizer¿ balloon catheter was used a touchup balloon; however, upon inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.